Manufacturer narrative:
PMA/510(k) #k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. Device evaluation 1 unit of lot c2038807 of echo-25 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 24 october 2023. A needle kink below the sheath extender was observed. A slight kink approx. 2cm below the tip of the sheath was also observed. Manufacturing records: prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2038807 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused the needle to kink below the sheath extender and approx. 2cm below the tip of the sheath as observed during the lab evaluation. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Nursing staff reported that the needle catheter was kinked when it was removed from the packaging. The kink was approx 2 cm below the handle. The needle would not function properly. A new needle was opened and used. A new needle was opened and used.